Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced leaking of urine.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh implantation in order to treat pelvic relaxation and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of anterior colporrhaphy, posterior colporrhaphy, enterocele repair, uterosacral vaginal vault suspension(extraperitoneal) during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient had bs prefyx tvt implanted on (B)(6) 2008. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.